Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient stated they have a hard time getting a charge signal when recharging the implanted neurostimulator since the past couple of years - pt stated after her 3rd surgery it became more difficult. Patient stated it is hard for her to find the position to charge the ins and they have to mess with it for 10 minutes before they can get a full charge. Patient mentioned that they have put on some weight. Patient services suggested that pt have the ins position checked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.